Event description:
On (B)(6) 2025, doctor ((B)(4)) reported to (B)(6) that they experienced a full thickness arcuate incision during procedure ID # (B)(6). Site is seeking a review of the procedure.

Manufacturer narrative:
A review of procedure # (B)(6) shows an incision depth of 85% with a minimum residual bed of 111 m. The bubble pattern appears normal, and there is no indication of a full-thickness arcuate incision. Suture was placed by the surgeon. The system functioned as designed and patient is doing well post. No further clinical follow up required.